Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty patient board set could not be identified. However, it is likely the cause is related to a defect associated with the operational amplifier circuit design change of the dr board. The dr design change was confirmed to have been made on (B)(6) 2018. This also confirms that the reported device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found no image was produced by the returned device when tested with olympus, model series 180 scopes; the cause was assigned to a printed circuit board failure (patient board set). The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus, model cv-190, evis exera iii video system center was returned to olympus for processing with no problem reported. Upon inspection and testing of the returned device, it was found that no image was produced. As this was found during in-house service of the device, there was no patient involvement.